Event description:
A surgeon reported that approximately two months following bilateral laser assisted cataract surgery, the patient reported diminished vision in the right eye. Per the surgeon, the patient's vision was as expected, and the eye examination did not reveal abnormalities. Two weeks later, the patient reported diminished vision again. Upon eye examination, optic neuropathy was diagnosed. The patient was treated with "injection" and oral steroids. After two weeks of treatment, the patient was also diagnosed with optic neuropathy in the left eye. In a follow up, the surgeon reported that the event had partially resolved. According to the surgeon, it is unknown whether the laser caused or contributed to the event. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Additional information was provided: evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).